Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was inspected and the locking rod was returned disengaged from the arm post body. A functional inspection was performed and the reported event was confirmed. The arm post is not functional after reassembly. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: since the reported complaint device was in the market for around 3.5 years. The most likely cause of the reported event was determined to be normal wear and tear.

Event description:
It was reported that the post for tubes broke.

Event description:
It was reported that the post for tubes broke